Event description:
It was reported during the laparoscopic anterior resection, the surgeon fired the ecs33 and the staple line appeared dry at the protoscope. The next day the pt rectum was full of blood. 03/22/1999 contacted md. He stated that there was bleeding in the rectum. Md also stated that he never had the problem when he utilized the ecs. The pt was taken back to surgery. The rectal blood was found to have originated from bleeding into the lumen. At that time the bleeding has stopped. Yet the 30 yr old pt developed bleeding at the anastomotic site. She eventually required an ileostomy. Md stated that she was now recovering.